Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, while attempting to access a lung nodule in the right upper lobe posterior segment, there was a loss of continuous guidance when close to the target. There was an error code of navigation catheter outside of sensing volume. To resolve the issue, a 90-degree catheter was then used. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case. There is no patient injury.

Manufacturer narrative:
Additional information: d4(UDI), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device was outside of magnetic volume. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a1, a2 (age at event, date of birth), b5, d4 (expiration date, lot #), g3, h4, h6 (fdd a1102 removed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, while navigating toward the target on the lung nodule in the right upper lobe posterior segment, upon reaching a certain point in navigation, everything would "freeze up" and then the catheter would not show up on the screen. When the user retracted the catheter, it would show back up. The surgeon attempted to restart the procedure using the same catheter but was unsuccessful. There was an error code of navigation catheter outside of sensing volume. To resolve the issue, a 90-catheter was then used. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case. There is no patient injury.